Manufacturer narrative:
A patient experiencing pain at the ipg site was reported to abbott. The patient¿s ipg was explanted. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The allegation is against one of two leads; however, it is unknown which, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode trial lead kit, 60cm length, model: 3186ans, UDI: (B)(6), serial: (B)(6), batch: a000087408. During processing of this incident, attempts were made to obtain complete event, patient and device information. Further information was requested but not received.

Event description:
Related manufacturer reference number:3006705815-2023-01539. It was reported the patient experienced pain at the ipg site and lead migration. Surgical intervention was undertaken during which the ipg and lead was explanted. Surgical intervention addressed the issue.